Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber at 23, 032 joules. No pt injury was reported. The device was not returned for eval.